Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used.

Event description:
The patient reported loss of tooth #23 and unspecified mobility. It is unknown if the patient required medical intervention to alleviate the reported symptoms. It is unknown if the patient was prescribed any medication to alleviate the reported symptoms. It is unknown if the patient is continuing treatment with the aligners.